Event description:
The hypodermic needle broke off at the junction with the hub during use, dog didn't move when the needle was inserted, the needle buried itself under the skin into soft tissue. After manipulating the area for a while, the needle punctured back through the skin. One staff held the skin and the other used forceps to grasp the tip and pull the needle out. Actual product code is unknown. Facility distributor does not record product shipped to their customer. Product code and lot is obtain only if the customer reports a complaint. Customer did not report this incident to their distributor, and they did not retain product information either. Since this is the same customer from the previous complaint, and they reported product code ah+2219-1m for the previous incident, we ran a report to pull lots for this code (ah+2219-1m), shipped to their distributor. Possible lots are: 17l06, 18a10, 18b08, 18b08, 18d20.